Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, fold creases, and wear abrasion. A microscopic analysis was performed which identified: two striated openings on radius and anterior, and a sharp crease opening on posterior. Based on the device analysis the final assessment is: two striated openings on radius and anterior assessed as surgical damage. An opening due to a sharp crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product and later reported a "right side rupture was found during the patient's surgery". The device as ben explanted and replaced.